Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had unexplained high blood glucose. Paramedics were called and customer was hospitalized in intensive care unit due to high blood glucose. Customer's blood glucose reading at the time the paramedics arrived was over 500 mg/dl caller stated that the customer was dehydrated and throwing up prior to hospitalization. Caller also stated that the customer had an infection that caused the blood glucose to rise. Nothing further was reported.